Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level at the time of incident was 466 mg/dl. Customer stated that the meter was failing to send signal to the insulin pump. The insulin pump will not be returned for analysis.